Event description:
It was reported by the aci sales professional that a (B)(6) female patient who weighs 220 pounds, underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained above the femoral head. Following the procedure, the deployer, a trained user, chose the mynx cadence vascular closure device 6/7f for femoral arterial closure. The pt received angiomax and integrillin during the interventional procedure. It was reported that the device was deployed in a ¿normal fashion¿, against staff recommendation due to the location of the stick, which was described as being above the femoral head. Hemostasis was successfully achieved using the mynx cadence vascular closure device. The device was removed as ¿normal¿ by the staff. The pt¿s blood pressure began to drop. A normal saline bolus of 250 ml was administered in conjunction with neo-synephrine in an attempt at stabilizing the pt¿s blood pressure. The pt was transferred to the cat scan dept. Where a CT scan was performed, and an rp bleed was confirmed. The rp bleed was resolved with 15 minutes of manual compression, and did not require surgical intervention. The pt was then transferred to the ICU, for further evaluation. No blood products were given. The pt was reported as hospitalized and discharged from the hospital on (B)(6) 2012. The hospital staff confirmed that the pt¿s hemoglobin was stable upon discharge.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1127310) indicated that the device lot met all established performance criteria prior to shipment.